Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for pain secondary to loose tibial component. Extracted the attune fixed bearing tray and stabilize insert. Femur and patella components were still intact and not extracted. Implanted an attune rp revision tray with sleeve and pressfit stem. Dor: (B)(6) 2020, left knee.